Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient's activating clotting time (act) was 383sec. During the procedure, upon re-sizing the device it was noted through transesophageal echocardiography (tee) that there was a thrombus in the left atrium. The thrombus was aspirated through the delivery sheath. Tee showed a decompensating left ventricular ejection fraction (lvef) at 25% and a wide open mitral regurgitation (mr). The patient coded for cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. The patient status was hospitalization.

Manufacturer narrative:
It was reported that thrombus was noted in the left atrium during procedure and was aspirated through the delivery sheath. It was also reported that tee showed a decompensating left ventricular ejection fraction and a wide open mitral regurgitation. The patient was coded for cardiac arrest and cardiopulmonary resuscitation was performed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.